Event description:
(B)(4) study. Same case as 2134265-2013-01640; 2134265-2013-01641. It was reported that during a coronary artery stenting treatment procedure the patient experienced a spasm. The lesion being treated was a de-novo bifurcated lesion located in the distal left circumflex (lcx) with 90% stenosis and was 11mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilatation and placement of a 3mm x 12mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to mid sternal chest pain and was hospitalized on the same day. The patient was referred for cardiac catheterization. The 80% stenosis located in the distal lcx was treated by engaging a 6f mach 1 fl3.5 guide catheter, balloon angioplasty using a 2.5 mm x 12 mm emerge balloon catheter and placement of 2.5 mm x 20 mm promus element stent with 0% residual stenosis. Intracoronary nitroglycerine was administered for a coronary artery 'spasm' the event was considered recovered/resolved and the patient was discharged.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the site confirmed that the spasm was related to a non-bsc guide wire. The patient was discharged on aspirin and clopidogrel.